Event description:
It was reported, following the implantation of this valve, the pt experienced recurrent cerebral infarctions. The valve was explanted approx 7 1/2 years postoperatively and replaced with a 29 mm sjm epic bioprosthesis. During the explant procedure, a small amount of thrombus or fibrin was observed on the atrial surface of the valve. Additional info has been requested.